Event description:
It was reported to tyco/kendall healthcare on 8/01 that a mahurkar maxid catheter was being inserted into the right internal jugular vein. It was stated that after the catheter had been introduced, the sheath was pulled apart. It was alleged that half the sheath remained in the pt. The sheath was reported to have been removed via the femoral vein.